Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes. D10: returned to manufacturer on: 06-sep-2023. Our quality engineer inspected the 3 photos and 1 sample submitted for evaluation. The reported issue of molding defective was confirmed upon inspection of the sample and photos. Analysis of the sample and photos showed that the luer lock threading was damaged. Bd determined that there are a few manufacturing processes which could have possibly caused the observed failure. With the current information available, the exact manufacturing process that caused this failure cannot be determined. Production records were reviewed, and this batch meets our manufacturing specification requirements. H3 other text : see h10.

Event description:
It was reported that the bd luer lok¿ tip syringe with the bd precisionglide¿ needle had a molding defect in the luer-lock site that made it impossible to fit the needle in properly. This occurred with 3 syringes. The following information was provided by the initial reporter: "extra granule is present in luer lock site in 303064 10ml- ll syringes.so the needle is not fitted properly in the luer lock tip.¿".

Manufacturer narrative:
H.3. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd luer lok¿ tip syringe with the bd precisionglide¿ needle had a molding defect in the luer-lock site that made it impossible to fit the needle in properly. This occurred with 3 syringes. The following information was provided by the initial reporter: "extra granule is present in luer lock site in 303064 10ml- ll syringes.so the needle is not fitted properly in the luer lock tip.¿"